Event description:
The customer reported that the sys would not turn on (no boot). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and found the 386 motherboard needed to be replaced, but is no longer available through ge. No conclusion can be drawn as further repair info is not available.